Event description:
On call PICC nurse called to patient's bedside to replace leaking PICC line. PICC line found to be leaking where the white part of the hub is connected to the tubing, allowing blood to back up and fluids to leak out. PICC line was dc'd, and new PICC line placed. Patient with history of (B)(6), vre and std's. Patient's bodily fluids were considered very dangerous if they had inadvertently been squirted into the bedside caregiver's eyes, etc. While attempting to flush catheter.